Manufacturer narrative:
Findings: cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. Failed battery test alarm due to corroded battery tube.

Event description:
The customer reported via phone call indicating that the insulin pump had piece broke off on the battery compartment. Customer's blood glucose was 104 mg/dl. The customer does not know how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.